Event description:
The facility returned the device for svc with a report of "failed accuracy test". During svc testing, baxter svc tech reported that the device underdelivered. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event.